Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device analysis: visual analysis of the returned device identified; broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in radius, stress marks, broken shell with striated edge on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture discovered via MRI. The device has been explanted and replaced.